Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. After three hours of use, the customer's sensor glucose was 46 mg/dl but the blood glucose was 120 mg/dl. The customer calibrated again which was followed by a calibration error. The customer changed the sensor. The customer was advised to remove the sensor. The customer had calibrated three times in twenty-four hours. The customer was told to wait two hours until entering their blood glucose again. Again, calibration error occurred. The customer was advised to change the sensor. At the time of the phone call the customer's blood glucose was 261 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.